Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 05/23/2016 to report that the patient experienced a skin reaction on 04/16/2016. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as dark pinkish and raised around the site of sensor adhesion, located on the back of the arm. On (B)(6) 2016 a visiting nurse observed the rash. Affected area was treated with over-the-counter cortisone cream. Rash lasted 3 days after the sensor was removed. Additional event or patient information was not provided. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.